Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a myomectomy with removal of uterine fibroid on (B)(6) 2014 and suture was used. During the procedure, the needle broke at the second point and fell into the uterus of the patient. Due to (B)(6) and impossible needle removal without risk of bite, the surgeon decided to perform a hysterectomy. Additional information requested.